Event description:
Vns patient was hospitalized for a couple of days for seizures. It was reported that while hospitalized, the patient underwent a cardiac workup that was normal and chest x-rays that showed no abnormalities. Neurosurgeon reportedly indicated that the vns system may need to be removed, but did not indicate why. Device diagnostic testing was within normal limits, indicating proper device function. Threating neurologist plans to take additional x-rays and to consult with another surgeon regarding possible revision surgery.